Manufacturer narrative:
Exemption # e2012017; report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), while at dentist office, patient experienced failure of implant to integrate and crown came out.